Manufacturer narrative:
Correction - b5 should have included high pacing impedance.

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that right ventricular - rv lead exhibited loss of capture and high impedance. No intervention was performed and the patient was in stable condition.